Manufacturer narrative:
The mvp-5q has not been returned for evaluation as it remains implanted in the patient. The device was not returned and no applicable images or videos were provided; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of mvp migration during a procedure. The patient was undergoing embolization of the splenic artery. Vessel tortuosity was described as moderate. Peri-procedural measurements indicated a vessel diameter of 4mm. An mvp-5q was selected and prepared as indicated in the IFU without any issues identified. It was reported that during the procedure, the mvp-5q was deployed. Immediately after deployment, the device migrated approximately 5cm distally in the splenic artery. The mvp remains in the patient. There were no reports of patient symptoms in association with this event.